Manufacturer narrative:
Submit date: 2017-10-20.

Event description:
According to the reporter, the unit was overfeeding by 10%. There was no reported patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit was over-feeding. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.